Event description:
A report was rec'd from the USA, stating that the device had loss of power and intermittent burst. The device was being used during surgery. There was no user or pt injury. No add'l info available.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).